Event description:
It was reported that during a cryo ablation procedure, when the sheath was being introduced, the patient began experiencing symptoms related to a potential cerebral infarct. The patient went into cardiogenic shock and cardiopulmonary resuscitation (CPR) was performed along with implantation of venoarterial extracorporeal membrane oxygenation (va-ECMO). The case was aborted and the patient was transferred to the intensive care unit (ICU). The following day, a pronounced neurological deficit was observed though it did gradually improve throughout the day. The cause was suspected to be an air embolism due to potential air ingress of the sheath. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot 0011240914 was returned and analyzed. Visual inspection was performed on the shaft and handle, and no anomalies were identified. The handle, shaft, and sideport were observed to be intact with no apparent issues. During functional testing the pressure test with 30 psig (pounds per square gauge) showed the pressure decay in the device was 0.009 psig (should be less than 0.3 psig), the flushing test with 6 psig showed the pressure decay in the device was -0.004 psig (should be less than 0.2 psig), and the aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.007 psig (should be less than 0.2 psig). All functional performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue and no anomalies were observed. In conclusion, the sheath catheter passed the returned product inspection as per specification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.